Event description:
It was reported that the user dropped the ilet while mowing the lawn and the device was physically damaged and shredded, consistent with external impact causing hardware damage to the enclosure and screen; blood glucose remained unaffected at 175 mg/dl, and the user transitioned to daily injections until a replacement was provided. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included temporary interruption of pump therapy with alternative insulin administration. Investigation included collection of incident details and visual evidence from the customer. Investigation of this device revealed physical damage due to accidental impact during use, consistent with user-induced mechanical breakage of the device housing and display, with no evidence of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.